Manufacturer narrative:
Investigation: no product at hand. Batch history review the traceability of articles with batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: regarding the statement of the customer, it appears that the root cause of the problem is most probably usage related. Rationale - investigations lead to the assumption that the failure was caused by an usage related error. Regarding the statement of the customer: "the professor of the department of urology clearly stated that this case is not a failure of the clip for the reason below; the surgeon who used the clip was not experienced enough. The clips were not closed tight enough and fell into the surgical field in the middle of the surgical procedure. The surgeons agrees on this statement."

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with clip xl w/latch. The following information was reported: the procedure was a laparoscopic nephrectomy. After clipping, clips "happened to get taken off". The area was vascular and hemorrhage occurred. Due to this, the doctor did laparotomy surgery and stopped the bleeding. An additional medical intervention was necessary. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under (B)(4).